Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all service on serial number (B)(4) prior to 21 march 2019, the device was noted to have been previously repaired seven times, the last service being for preventative maintenance reported on 4 december 2018. On 21 march 2019, it was reported from sanford bismarck that a dermatome was not cutting skin properly and was skipping during use on (B)(6) 2019. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device occurred on 29 march 2019 and found that the device was out of calibration at the zero setting only and the motor ran within motor speed specifications. The returned hose was unable to be tested since the adapter on it could not be removed. Repair of the device involved replacing the vespel and semi-circle bearings. The technician then tested and verified that the device was functioning as intended. The dermatome was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number 300165175 on (B)(6) 2019. The service technician was unable to reproduce the reported issue or find a failure that would indicate the failure had occurred during evaluation of the device. Therefore, a specific root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device did not cut skin correctly, dermatome was skipped across skin. The event occurred during surgery. Patient has to have a full thickness graft taken from another part of the body. No permanent harm noted. Patient has wound where the initial grafting was attempted. There was a delay of 1-2 hrs. No additional adverse events have been reported.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the manufacturer for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device did not cut skin correctly, dermatome was skipped across skin. The event occurred during surgery. Patient has to have a full thickness graft taken from another part of the body. No permanent harm noted. Patient has wound where the initial grafting was attempted. There was a delay of 1-2 hrs. No additional adverse events have been reported.